Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed through history log but was unable to reproduce during the evaluation. Review of the history log shows multiple upstream occlusion alarms. Upstream occlusion tests were performed with the device passing. The device will be calibrated during the repair process to ensure continued occlusion detection.

Event description:
The customer reported that the spectrum pump failed the upstream occlusion test. The customer did not provide further details on the testing and whether the device failed to detect an occlusion or displayed false upstream occlusion alarms. The customer reported that there was no pt involvement. No further info was available.